Event description:
The customer obtained multiple elevated and false positive alinity I total b-hcg results for a 36 year old female following an abortion. The patient had the abortion on september 21, 2020 and has subsequently had elevated results with no clinical symptoms. The following results were provided: (B)(6) 2020: 3.8 miu/ml (negative), (B)(6) 2021: 21.9 miu/ml (grayzone), (B)(6) 2021: 16.7 miu/ml (grayzone), (B)(6) 2022: 25 miu/ml (positive), (B)(6) 2022: 25 miu/ml (positive), colloidal gold (positive),roche <0.1 miu/ml (negative) redraw: alinity 24.94 miu/ml (grayzone), roche <0.1 miu/ml (negative) the patient sample was tested on a second alinity 28.61 miu/ml (positive), beckman 0.56 miu/ml (negative), roche 0.2 miu/ml (negative). No adverse impact to patient management was reported.

Manufacturer narrative:
This report is being filed on an international product, alinity I total b-hcg, list 7p51-74, that has a similar product distributed in the us, list number 7p51-21/-31. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Section a patient information: no further information was provided.

Event description:
The customer obtained multiple elevated and false positive alinity I total b-hcg results for a 36 year old female following an abortion. The patient had the abortion on (B)(6) 2020 and has subsequently had elevated results with no clinical symptoms. The following results were provided: (B)(6) 2020: 3.8 miu/ml (negative). (B)(6) 2021: 21.9 miu/ml (grayzone). (B)(6) 2021: 16.7 miu/ml (grayzone). (B)(6) 2022: 25 miu/ml (positive). (B)(6) 2022: 25 miu/ml (positive), colloidal gold (positive),roche <0.1 miu/ml (negative) redraw: alinity 24.94 miu/ml (grayzone), roche <0.1 miu/ml (negative) the patient sample was tested on a second alinity 28.61 miu/ml (positive), beckman 0.56 miu/ml (negative), roche 0.2 miu/ml (negative). No adverse impact to patient management was reported.

Manufacturer narrative:
Investigation of the complaint issue included review of complaint activity, trending reports, labeling, device history records, and field data. Review of complaint and trending data did not identify any issues or trends. Labeling was reviewed and sufficiently addresses the complaint issue. Device history records for the complaint lot were reviewed and did not identify any non-conformances or deviations. The overall performance of alinity I total b-hcg reagents in the field were reviewed using data gathered from customers worldwide. The median value of the negative population for the complaint lot was within the established limits and comparable to historical reagent lot performance indicating acceptable performance for the lot. Based on the investigation, no systemic issue or deficiency was identified for the alinity I total b-hcg reagent lot.